Event description:
It was observed that during the device evaluation, the colonovidescope exhibited due to clogging of nozzle, foreign objects came out of distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the complaint was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.